Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cannula shaft broken near the tube and bowl interface. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cannula could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the trocar broke with the bowl separating from the tube. This may have been a bit long for the patient and unsure if surgeon put too much torque on it. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.